Manufacturer narrative:
The customer reported that this central nurse's station (cns) is rebooting itself again. The customer will replace the cns with another unit. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: e1: email address.

Event description:
The customer reported that this central nurse's station (cns) is rebooting itself again. The unit was not in patient use at the time.

Event description:
The customer reported that this central nurse's station (cns) is rebooting itself again. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is rebooting itself again. The customer will replace the cns with another unit. The unit was not in patient use at the time. Investigation summary: per the device evaluation, hdd damage is likely to have occurred. Her to call me back with the device information. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.